Event description:
It was reported that the physician noticed the boots were allowing ingress of fluid during staged deep brain stimulation implant, despite suturing both ends of the boots. This had not resulted in failure of therapy or testing during the week. It was unclear if it was the boot or extension that was explanted. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).